Event description:
This is not a specific pt event, but rather a safety issue. The arrow epidrual trays have decreased the amount of antiseptic solution in their packaging attributing this to "improve pouch integrity." However, the spinal trays have the same type of pouch included, 1 (one) oz of antiseptic solution. The amount of betadine is not even sufficient to soak the three prep sponges included in the kit (only 3/4 oz is included). Inadequate prep solution can potentially cause an infection (epidural abscess, meningitis, paralysis, or death).